Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict warming ring (rohs, part number 2-201662-01, ict reference cup, (rohs), part number 2-201664-02, tubing, ict aspiration (rohs), part number 7-202639-01, tbg, ict valve no to waste (rohs), part number 7-203000-01 which resolved the issue. A review of instrument service history on serial number (B)(6), revealed no further occurrences of discrepant results after the part replaced nor did it identify any service or complaint issues that may have contributed to this issue. A review of the clinical chemistry systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. A review of historical data for the ict warming ring, ict reference cup, (rohs), tubing, ict aspiration (rohs), tbg, ict valve no to waste (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bellow set and architect c16000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
Customer observed falsely elevated sodium results on c16000 processing module for multiple patients. The results provided were: on (B)(6) 2020. Sid (B)(6) initial sodium result=164.9 mmol/l/ repeated=144 mmol/l. Sid (B)(6) initial sodium result=163.5 mmol/l/ repeated=142 mmol/l. Sid (B)(6) initial sodium result=166.7 mmol/l/ repeated=139 mmol/l. Sid (B)(6) initial sodium result=168.1 mmol/l/ repeated=142 mmol/l. Sid (B)(6) initial sodium result=165.3 mmol/l/ repeated=142 mmol/l. Sid (B)(6) initial sodium result=165.6 mmol/l/ repeated=142 mmol/l. Sid (B)(6) initial sodium result=164.6 mmol/l/ repeated=141 mmol/l. Sid (B)(6) initial sodium result=163.4 mmol/l/ repeated=139 mmol/l. Sid (B)(6) initial sodium result=163.0 mmol/l/ repeated=139 mmol/l. Reference normal range for sodium=136 to 145 mmol/l. There was no reported impact to patient management.